Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
Patient is an active, pro-soccer player and has had knee issues for several years. The patient has had ~4x ha injections in the past (at least 2 sets each of orthovisc v and synisc-1). The patient was always satisfied with her condition after orthovisc. The last orthovisc series was ~ (B)(6) 2013. This episode; first injection on (B)(6) 2014 (r knee), using a peri-patellar approach with no sequela. Second injection, (B)(6) 2014. Approximately 10 hours post injection, the patient reported having pain/swelling at the injection site and went to the clinic the next morning ((B)(6) 2014). The doctor reviewed knee and noted redness, stiffness and swelling. Arthrocentesis was performed with ~80 cc of a yellowish colored fluid removed. Sent fluid off to a lab. Results were; high neutrophils, 66kk wbc and no growths. He brought her back in on (B)(6) and withdrew another ~ 55c of same colored fluid and proceeded with a cortisone injection. (B)(6) 2014 - the patient has improved and is doing fine